Event description:
Safety device can be unengaged after being engaged. Safety device moves forward over needle while attempting to draw blood. Winged sides move forward while drawing blood. Had 3 different employees complain about the same issues while using product. Dates of use: range from (B)(6) - (B)(6) 2010.